Manufacturer narrative:
Investigation results: bd had not received samples or photos the customer facility for investigation. Retention samples were selected for evaluation, and the customer's indicated failure mode for was observed.

Event description:
It was reported that a "deep purple spot" was found embedded in a bd vacutainer® edta 2k. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to k981013.